Event description:
Hamilton medical ag received the following event description: while using the device on a patient, the ¿check intellicuff¿ alarm occurred frequently. As the alarm persisted, the device was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. All important actions such as operator settings, actions and alarms, etc. Are documented in the logfiles. Log file analysis: line 753: 743/2025-11-11 00:40:57/!!! /cuff leak, line 754: 744/2025-11-11 00:40:42/!!! /cuff leak condition removed, line 755: 745/2025-11-11 00:40:22/!!! /cuff leak, line 757: 747/2025-11-11 00:40:17/!!! /cuff leak condition removed, line 758: 748/2025-11-11 00:40:12/!!! /cuff leak. Following the event a functional check was performed. The reported issue was successfully reproduced. A leak was identified when pressure was applied to the intellicuff port on the c6 unit. The leak was traced to the connector section of the o2 mixer assembly interconnect. The o2 mixer assembly was replaced. Following the repair, tsw and full operational checks were performed, confirming normal device function. The device was returned to the hospital on december 22, 2025.